Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.

Event description:
It was reported that the ¿ventilator appeared to stop working. The patient triggered apnea ventilation, the ventilator screen went blank and audible alarm went off.¿ there were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service technician and the log file was made available for further investigation at the manufacturer¿s site. Based on the log file analysis, a "device failure (14)" and derived "alarm system failed" alarm event could be verified for the reported date and time of event. The ventilation, however, was not affected and continued as set. Both alarms were caused by a temporary impaired internal hdbaset communication between the ecd and the ventilation unit. This symptom is characteristic for a temporary disruption of the electromechanical contact between the system cable and pba syscon ecd or a faulty system cable. According to the service report, the issue was remedied by replacing the system cable and the device was tested to the manufacturer¿s specifications with no deviations. In case of an internal failure of the display unit (ecd) and/or an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message "device failure (14)" will be raised. The ventilation will be not affected and continued as set. The display functions and operability of the ecd might be affected in case of an active "device failure (14)" alarm event depending on then technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. In the current event, the device alarmed as specified and the user consequently exchanged the device according to the instructions for use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ¿ventilator appeared to stop working. The patient triggered apnea ventilation, the ventilator screen went blank and audible alarm went off.¿ there were no patient health consequences reported.